Event description:
Adult female underwent elective ultrasound guided breast biopsy. Post procedure mammogram identified metal particles/artifact that was not present on the pre-biopsy mammogram. It is my understanding that an introducer was not used for this biopsy. Manufacturer response for biopsy device, precisecore 20mm biopsy device (per site reporter). The company president was in contact with our radiology manager and requested the used devices be sent to them for evaluation. We have also requested they take back the remaining product from that same lot#, still awaiting response/plan for this.